Event description:
It was reported that the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. Outer insulation displayed cosmetic environmental stress cracking. No anomalies were found.